Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR #s 1225714-2014-03546, 1225714-2014-03548 and 1225714-2014-03549.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.